Event description:
It was reported that the patient¿s symptoms began on (B)(6) 2012. The patient went to the emergency room and infection was ruled out. The patient also experienced tachycardia and erythema. At the refill (B)(6) 2012 0.25 ccs on medication were pulled out of the pump, but it was ¿mostly air bubbles.¿ the patient was not ambulatory. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient experienced a change in their therapy effect. Withdrawal was reported. The patient experienced symptoms of fever, increased baseline spasticity, pruritus, tremor in the left upper extremity, and hypertension. The patient began to show symptoms on (B)(6) 2012. The patient was due for a refill of their intrathecal drug delivery pump. The pump was refilled on (B)(6) 2012, which was before the refill date programmed and volumes were expected to be 2cc but were less than one cc. The low reservoir alarm was sounding on the pump. The hcp refilled the pump and requested a medical consult. A therapeutic bolus was being considered. The drug used in the pump was lioresal 2,000 mcg/ml. The dose was unknown. Additional information has been requested but was not available on the date of this report.

Manufacturer narrative:
Implanted: 2010-(B)(6) explanted: product typ catheter. (B)(4).